Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that this patient with a magna ease 27mm valve underwent a valve-in-valve procedure due to mitral stenosis and regurgitation. The implant duration of the pre-existing surgical valve is unknown. Successful tmvr was performed with a 9600tfx 29mm valve. The patient is doing well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that this patient with a 7000tfx 27mm valve, implanted for eight (8) years and seven (7) months, underwent a valve-in-valve procedure due to severe mitral stenosis and mild mitral regurgitation. Preoperative tee showed degeneration. The anterior leaflet of the bioprosthetic mitral valve was fixed, it was not moving and was calcified. The mitral valve peak gradient was 22mmhg with a mean gradient of 60mmhg. Successful tmvr was performed with a 9600tfx 29mm valve. There were no complications and the patient was transferred to the cvicu in stable condition. She was deemed stable for discharge home on pod #3.